Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received motor error as well as unexpected restart alarm. The customer¿s blood glucose level was 486 mg/dl. The customer trying to use her old insulin pump since her current insulin pump will be replaced due to motor error and unexpected restart alarm. The customer states got unexpected restart alarm after battery change, however they were able to clear the alarm. Troubleshooting was performed for motor error and unexpected restart alarm. The insulin pump will not be returned for analysis.